Manufacturer narrative:
Device evaluation of monitor sn 07139423 and electrode belt sn (B)(4) has been completed. The reported problem (patient treatment/death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Prior to passing, the patient received an appropriate treatment from the device. The treatment was delivered at 15:56:26 on (B)(6) 2016 and the patient's rhythm at the time of the treatment was ventricular fibrillation (vf). The post-shock rhythm was asystole with CPR artifact. The electrode belt was disconnected at 16:38:27 on (B)(6) 2016. The response buttons were not pressed during the event. The patient subsequently passed away on (B)(6) 2016. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.